Event description:
An aneurx stent graft system was implanted in a patient for treatment of a 38 mm x 47 mm abdominal aortic aneurysm 61 months ago. Aneurysm size at the time of implant unknown. It was reported that 6 month post stent graft implant the aneurysm size had not changed and 2 months after that the aneurysm had decreased in size to 46 mm. It was reported 47 months post stent graft implant, the patient was treated with two aneurx iliac limbs for a type ii endoleak. The aneurysm size changed over the next four years from 46 mm to 55 mm. The patient had aneurysm enlargement (5.5 cm) due to an unknown type of endoleak. The physician elected to remove the stent graft system from the patient. The explanted stent graft is pending evaluation. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation results: other , pending device analysis, type ii endoleak . Evaluation conclusion: type ii endoleak, other, pending device analysis. Leak , unknown.